Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the casters get stuck and they have to give it a push and then the casters will continue rolling. This is on hardwood floors. MDR filed.